Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device were analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk occurred on (B)(6) 2011, device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.59 volts between (B)(6) 2011 and (B)(6) 2012. Three patient alerts for low battery voltage occurred between (B)(6) 2011 02:15:04 and (B)(6) 2012, 02:15:04. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was device was at end of service after 2.5 years and "fast battery depletion" was stated. The device was explanted and replaced. There were no reported patient complications as a result of this event.